Manufacturer narrative:
Occupation: occupation is lay user/patient. This event occurred in (B)(6). Device evaluated by MFR: the customer has discarded the test strips.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter with an unspecified serial number. The date of event is an approximation; the customer stated this occurred "last week." The customer initially tested with a result of 7.1 inr. The customer washed her hands and re-tested on the meter with a result of 4.1 inr. The tests were performed within 1 minute. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The customer eats a small salad every day. The customer has no impairment to her liver function. No information was provided in the complaint that would point to a cause for the result discrepancy. Since the customer has discarded the test strips, the investigation could not be completed. The investigation did not identify a product problem. The cause of the event could not be determined. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.